Event description:
It was reported the patient had a dye study and it was determined that "something" was impeding the flow of drug through the catheter. No symptoms or outcome were reported. The drug in the pump was not provided.